Event description:
Boston scientific provided the following information: it was reported that this right ventricular (rv) lead exhibited noise resulting in pacing inhibition. Rv lead was surgically abandoned / capped on (B)(6) 2024, and a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Combination product: yes, the lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. Update 25. Feb 2025: syncope was reported. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.